Event description:
The fe reported that the system would not turn on (no boot). There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 and interconnect cable were evaluated and replaced. The system was tested, found to be working as intended and returned to service.